Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the single occurrence battery inoperable error message was due to a software timing issue between the internal battery and the charger circuit. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. This error message will not affect ventilation as the device will continue to provide treatment. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no patient injury reported for this incident. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed an error message "internal battery inoperable." This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.